Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia (B)(6) 2021. The blood glucose level was 512 mg/dl. Another blood glucose value was 260 mg/dl. The auto mode feature was inactive at the time of high blood glucose event. The customer was treated with insulin intravenous drip. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.